Manufacturer narrative:
Other, other text: additional information was received indicating the issue was found during testing, there was no patient involvement (updated h6) device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the tamper seal was missing and the pump was in good condition. The reported issue was not duplicated during the investigation; however a real time clock, time and date issue was found in the device event history log.

Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited error code 46822.